Event description:
On 7/31/25, the user reported difficulty unlocking their ilet. The device powered on but initially did not unlock, and the user noted two cracks on the screen. After unlocking, alarms, cartridge, and meal announcement functions were unresponsive. Blood glucose was not affected. The user was instructed to return the device, and a replacement was provided.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.